Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had possible loss of audio issue. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. Customer stated that they experienced two low blood glucose today but they did not hear the alarms. Customer performed the test and stated that the beep for volume at 1 was the same beep for when the volume was at 5. Customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during selftest due to broken trace at pin on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.